Event description:
I was doing an at home apnea sleep test with watchpat one. I followed all the instructions and put the finger oxygen meter on, watch on, and chest monitor on there was no discomfort when falling asleep at 11:30 pm. I woke up at 5:30 am with a burning intense pain from the base of the cuticle area on the index finger where the finger oxygen meter was on, I tried wiggling the finger within the meter to relieve pain, but it felt like a burning sensation. I had originally wanted to sleep eight hours to get good sleep study results, but after only six hours, I needed to conclude the test as I was unable to sleep or deal with the burning sensation. I removed the finger oxygen meter to find a burn or blister at the base of my finger cuticle. It is red with a slightly white center. The cuticle is swollen as well. I ran the finger under cool water and took ibuprofen to manage the pain. It has been one hour and the blister/burn has not resolved.